Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -8.5/+1.5/074 into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023 the lens was removed and in a separate surgery that day the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause was reported as unknown. Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's eye. Lens rotation was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unknown. A4 - unknown. A5 - unknown. A6 - unknown. B3 - unknown. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unknown. D6a - unknown. D6b - unknown. H4 - unknown. Claim#: (B)(4).